Event description:
A malfunction was reported involving malfunction code 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, ensuring insulin delivery would not be interrupted by providing a replacement pump to the customer, who was informed of the need for replacement.